Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) exhibited a gradual rise and high out of range shock impedances. There was a fault code 1005 found upon interrogation when the patient went into the emergency room (ER) for the shocks. Therapy was exhausted for this device and the arrhythmia did not convert. Technical services (ts) recommended lead replacement. This rv lead and icdd remain in service. No adverse patient effects were reported.